Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient does not know when the alleged issue began. On an unspecified date/time the patient reported blood glucose results of "270 and 130 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient indicated she manages her diabetes with an insulin pump; however, it is unclear what action the patient took regarding her diabetes management as a result of the alleged issue. According to the csr's documentation, 20 minutes after the alleged issue began, the patient claimed she developed "low blood glucose"; however, the patient did not specify her symptom(s). The patient indicated she administered treatment by consuming more food/drink on (B)(6) 2010 at 9am. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose results were from the approved (per owner's booklet) sample site. The csr also noted that the patient followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed low blood glucose symptom(s) after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(date of birth) information was not provided.(weight) information was not provided.510(k) # is k073231.